Event description:
Arthritis. Case description: spontaneous report was received on (B)(6) 2012 from a physician, regarding a (B)(6) female patient, initials (B)(6), with gonarthrosis. The pt¿s past medical history was significant for right knee pain. On an unspecified date in (B)(6) 2012, the pt had twisted right knee and the pain continued. On (B)(6) 2011, the pt had removal operations of medical suprapatellar synovium puckered and meniscus. On (B)(6) 2012, the patient had artz injection into the right knee. On (B)(6) 2012, the patient initiated treatment with synvisc (hylan gf-20) injection into right knee. The lot number for synvisc responded to pain and the pt had second synvisc injection. On (B)(6) 2012, synvisc again responded to pain and the pt had third synvisc injection. On the same day, the pt developed arthritis. On (B)(6) 2012, the pt informed that swelling of right knee developed after the previous injection. On (B)(6) 2012, the pt was treated with corticosteroids (unspecified) and as the same day, the outcome for the event of arthritis was unk. Relevant concomitant medication included artz (hyaluronate sodium). The intensity for arthritis was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as definite.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR¿s comment: the benefit-risk relationship of the product is not affected by this report.